Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was having difficulty recharging. The caller stated that the can't get stimulation to go to their back. The caller stated that they needed help on how to charge. The caller stated that the patient isn't feeling any pulses. The caller had poor coupling when they tried to charge. The caller was informed about tightening the belt and changing the position and was able to achieve 8 bars. Additional information received from the consumer via a manufacture representative on 2018-03-27 reported that due to the recharging issues the ins was replaced on (B)(6) 2017. No further complications were reported.